Manufacturer narrative:
The company service representative examined the system and was able to confirm that there was a noise coming from the gantry, however was unable to replicate any intermittent or unintentional movement of the gantry as reported. The company service representative tested the joystick and found that the gantry movement performed as intended while using the joystick rotation. The company service representative replaced the gantry z motor & brake; however, this did not resolve the reported event. The company service representative lubricated the worm screw and then ran the gantry up and down multiple times to provide proper lubrication. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event of joystick issues and unintentional gantry movement cannot be determined conclusively, as the joystick and the gantry's movement were found to meet specifications. 2028159-2019-01688-1

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (site #(B)(4)) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. Irvine technology center site (#(B)(4)). (B)(4).

Event description:
A customer reported an issue with the joystick when attempting to dock. There was a lot of noise and almost dropped on the patient's eye. Additional information requested.